Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09774. It was reported that a valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was introduced into the laa. It was noted that there was excessive back bleeding from the hemostatic valve when the guide wire and pigtail catheter were in place. The was was removed and another was was positioned in the laa. When introducing the watchman ® laa closure device & delivery system, it was noted there was thrombus on the tip of the was. The patient¿s activated clotting time (act) was in range. The physician opted to continue the procedure and deployed the watchman ® laa closure device trapping the thrombus into the laa with the device. The device was released successfully. There were no patient complications and the patient is fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access sheath (was). The valve was opened as received and blood was on the device. The valve, hub, shaft, and tip were microscopically, tactile and visually inspected. The shaft was kinked 5cm, 21cm and 50cm from the tip of the device and the hub was damaged (cross threaded). It could not be determined when the thread damage occurred. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing of the valve confirmed the ability to completely close the valve with forward force. Water was injected into the was by attaching a syringe filled with water. There were no leaks or air bubbles observed during water injection. The reported difficulty was not confirmed. Because there was no evidence of any product quality deficiencies, it was considered likely that the shaft kinks and thread damage were attributable to procedural factors. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09774. It was reported that a valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was introduced into the laa. It was noted that there was excessive back bleeding from the hemostatic valve when the guide wire and pigtail catheter were in place. The was was removed and another was positioned in the laa. When introducing the watchman ® laa closure device & delivery system, it was noted there was thrombus on the tip of the was. The patient¿s activated clotting time (act) was in range. The physician opted to continue the procedure and deployed the watchman ® laa closure device trapping the thrombus into the laa with the device. The device was released successfully. There were no patient complications and the patient is fine.